Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system (160cm) was used during an endoscopic submucosal dissection procedure of the stomach on (B)(6),2022. Following the procedure, the patient experienced abdominal pain. The patient was hospitalized for overnight observation. The patient was discharged on (B)(6), 2022. Medication was prescribed and an additional endoscopic procedure was performed on (B)(6), 2023. There were no other patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.